Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported that during an intervention of a patient experiencing clots, dissection and calcification in the carotid, the physician decided to use a cnd1040. The physician was able to advance into the lesion, but during deployment, resistance was experienced, and the stent did not deploy. The physician decided not to continue applying force into the delivery system and proceeded to remove the catheter/stent. The physician finished the procedure with a competitor stent. No harm to the patient reported. After the procedure, the physician tried to deploy the stent in a flat table. Stent deployed.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event. The device was not returned for analysis. An internal lot record review was performed. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
It was reported that during an intervention of a patient experiencing clots, dissection and calcification in the carotid, the physician decided to use a cnd1040. The physician was able to advance into the lesion, but during deployment, resistance was experienced, and the stent did not deploy. The physician decided not to continue applying force into the delivery system and proceeded to remove the catheter/stent. The physician finished the procedure with a competitor stent. No harm to the patient reported. After the procedure, the physician tried to deploy the stent in a flat table. Stent deployed.